Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported after injection with juvederm ultra plus xc patient developed "swelling and redness in the scar (cheek)" which resolved 3 days later. Seven days after injection "the application site presents redness and edema again." Patient was treated with "azitromicine" [azithromycin] and prednisone. Symptoms resolved 10 days after injection.